Event description:
Patient reported many noise alarms. Trouble-shooting (with assistance of lifecor staff) could not determine cause of failure. Review of information downloaded from device reports fall-off on three leads. Patient was sent a replacement belt.